Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. The devices were removed approximately one year ago for the reason of causing cellulitis. Additional information was received from a healthcare provider (hcp) indicated both the pump and catheter were removed on (B)(6) 2016 and the reason was cellulitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.